Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The air valve was replaced to resolve the reported issue.

Event description:
The hospital reported that, sometimes it goes to second motor gas and when it returns to initial motor gas it blocks the bellows. There was no reported patient involvement.